Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 5 years 10 months post implant of perfix plug. Patient was diagnosed with hernia recurrence and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2011) is considered to be a best estimate. This emdr represents the perfix plug (device #2). Additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008: patient was diagnosed with right direct inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿an obvious direct hernia sac was circumferentially dissected. The defect in the direct space was repaired with the use of a medium size perfix plug (device #1) and secured into the floor with sutures circumferentially. Then, an onlay mesh was also placed onto the floor and key-holed around the cord structures and secured to the pubic tubercle.¿ (B)(6) 2013: patient was diagnosed with recurrent right direct inguinal hernia thereby underwent open repair with the removal of mesh (device #1) and implant of perfix plug (device #2). Per operative notes, ¿extensive scarring and fat in the posterior aspect of the external oblique to the cord was mobilized. A very large direct inguinal hernia was noted. A bard perfix plug (device #2) was inserted into the defect and anchored circumferentially with suture. A piece of the old mesh (device #1) that was adjacent to the defect had been removed.¿ (B)(6) 2017: patient had right groin pain. (B)(6) 2019: patient was diagnosed with recurrent right inguinal hernia thereby underwent robotic repair with the removal of perfix plug (device #2). Per operative notes, ¿some adhesions around the old umbilical hernia were taken down. Recurrent right inguinal hernia in the direct location was noted. The herniated peritoneal fat was removed from the direct defect and also encountered a large piece of loose mesh (device #2) from previous repair was removed. A synthetic mesh was placed on the defect and secured using sutures.¿ attorney alleges that patient had adhesion, mesh migration, nerve damage, pain and emotional injuries without treatment.